Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels of 42 mg/dl. The customer stated that he delivered 2.0 units of insulin via bolus. The customer's wife thinks the insulin pump is not calculating the correct amounts of insulin. Customer¿s blood glucose level was 55 mg/dl at the time of the incident. Customer's current blood glucose level is 240 mg/dl. The customer treated for the low blood glucose level with food. The customer declined troubleshooting for the low blood glucose level. The product was not returned for analysis.